Event description:
It was reported that the system controller showed half-moon lit up beside the white power cable. Screen showed connect to power. No advisory or hazard alarms noted. The controller was connected to both batteries. Power source switched to power module. The half-moon remained lit up. The patient was asymptomatic. Controller exchange was completed. Log files were sent for review. The event log contained persistent power cable disconnect alarms associated with the white cable relative-state-of-charge (rsoc) (battery data) invalid fault. The log contained various alarms associated with multiple driveline disconnect and reconnects. This data indicated the controller cable may have been damaged. A low voltage alarm was also noted. The cause of the driveline disconnects was due to troubleshooting attempts and switching the controllers.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.